Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 was missed from the drawer assignment and was not on bus. The field service engineer (fse) replaced the door controller printed circuit board (pcb), the drawer, and the module printed circuit board (pcb). Damage to the retractor band was also noted, and the band was replaced. After completing all repairs, the drawer module was assigned, and proper operation was verified through hardware test application. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.